Manufacturer narrative:
Five samples of 1ml luer-lok syringes were received by bd. A quality engineer was able to examine the samples from batch 3321004 regarding item 309628. Three of the samples were received in the sealed package and two were loose syringes. All five samples, the barrels have scrape damaged removing the scale markings. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and scale markings missing defects is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3321004 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: marking on the syringe has come off and smudge surgical site. Rosalind simonsen reported incident.